Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015047. The catalogue number(11403002) is labeled for single use. The catalogue number(11403013) is labeled for single use. Of the 3 reported events, only 1 device was returned to angiodynamics and was confirmed to be fractured. This fracture was noted out of box and had no patient contact. The cause of the malfunction could not be definitively determined, however, based on the investigation it did not appear to be manufacturing related. The most likely root cause would be user technique causing a weak spot along the fiber shaft. This weak spot would cause the fiber to be more susceptible to burning/fracturing when the fiber is fired. The 2 events in which the devices were not returned to angiodynamics could not be confirmed. The cause of the event could not be determined, however, based on the investigation, it does not appear to be manufacturing related. An "instruction for use" is provided to the user with this catalogue number. The IFU states "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4) (catalogue #11403002, lot number unknown), (B)(4) (catalogue #11403002, lot number 4966350), (B)(4) (catalogue #11403013, lot number 4966358).

Event description:
This report summarizes <noe>3<noe> malfunction events. A review of the events indicated that catalogue number 11403002 (nevertouch 65cm laser fiber) and catalogue number 11403013 (nevertouch 65cm frs laser fiber) experienced a fracture during an evlt procedure. These reports were received from three sources. Of the two sources, 1 event did not directly involve a patient, and two events involved a patient with no patient consequence. Patient information was not provided in any of the reported events.